Event description:
A 20 guage 0.75 inch huber needle was being used to access a patient's portacath. Once accessed, the nurse flushed with saline and attempted to draw blood. However, only spurts of blood mixed with air were able to be withdrawn. There was an apparent crack/break in the needle device at the junction where the needle bends 90 degrees and the butterfly flange is located. Blood was coming out at that junction. The nurse flushed again with saline and the saline also leaked out of the crack. The needle was withdrawn and the patient was re-accessed with a new huber needle. There was no harm or injury (except that the patient was stuck twice).